Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. No prime anomaly or error alarm noted during testing.

Event description:
Customer reported via phone call that he was having high blood glucose. Customer's blood glucose was 433 mg/dl. Customer treated with 20 units of insulin and blood glucose lowered to 193 mg/dl. Device passed the high pressure test. After troubleshooting, customer was advised the device will be replaced per healthcare professionals' request. Customer agreed to return the device for analysis.